Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that assy battery li-ion,11ah,v60 will not take charge and completely dead upon arrival. There was no patient involvement.

Manufacturer narrative:
Serial # not provided. During further investigation, a visual inspection of the li-ion battery assembly revealed no signs of damage or contamination. The battery was installed in a further investigation test ventilator. An attempt to start up the ventilator in normal ventilation failed and the ¿battery failed¿ alarm occurred. When the device was switched from ac to battery operation, the ventilator immediately stopped operating and alarmed. The battery voltage which should be above 14v was 3.1 v and the battery current was 0.0 a. The battery¿s flash parameters were read, the fuse flag was set, the pf flags 1 status indicated a permanent shutdown, a discharge fet failure and a discharge safety over-temperature failure. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The customer returned battery showed a minimal output voltage. It did not charge and could not run the ventilator. A readout of the battery flash parameters indicated that a permanent failure had occurred and the flags for discharge over-temperature and discharge fet failure were set.

Manufacturer narrative:
Increased leakage current of fet q6 on the battery pack pcba caused a partial activation of fuse f1. Since the fuse did not blow the heat exposure over an extended time caused the housing to melt in one spot and the battery to drain.